Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the front and back of an unopened sac kit, with creasing in the packaging and a clear bend in the guide wire tubing circled in red. The customer returned one unopened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed that despite the guide wire appearing bent inside the tubing, the guide wire was not kinked. However, the protective tubing was observed to be severely kinked, and several creases were observed in the outside packaging of the kit. The lidstock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The guide wire total length measured 337mm, which is within the specification limits of 331mm - 340mm per the guide wire graphic. The guide wire outer diameter measured 0.61mm, which is within the specification limits of 0.61mm - 0.64mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/needle assembly is used , remove needle and insert spring-wire guide through catheter into artery as described above." The guide wire was passed through the returned 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed damage to the packaging is consistent with damage caused by shipping and handling. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The customer report of a kinked guide was confirmed through complaint investigation of the returned sample. The returned guide wire was not kinked; however, a severe kink was observed on the guide wire tubing, and several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was damaged inside the packaging during product inspection. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was damaged inside the packaging during product inspection. No patient involvement reported.